Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported after being transferred to another ventilator and during manual resuscitation ( bagged ), the patient expired on the avea ventilator. The device was auto-cycling at that time.

Manufacturer narrative:
Results of investigation: a vyaire field service technician went onsite and evaluated the device. Circuit occlusion and circuit disconnect error message appeared and unit start auto cycling. Performed extended self test and passed. Verified exhalation corner and no leaks found. While checking flow sensor tubing was kinked, unkinked the tubing but this did not solve the issue. Checked that connections for leaks and none found. While checking the flow sensor luer lock connections to the gas delivery engine noticed that I disconnect clear tubing or pinched it unit started to deliver breaths. Ordered new flow sensor printed circuit board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.